Event description:
Reportedly, large front power on (ev) button seizing on all new smart ecgs shipped with stxt kits. Causes battery drain & inability to restart device, even with a new battery.

Manufacturer narrative:
Unfortunately, the devices have not been returned for investigation and will not be for the time being. Based on the information's in the complaint, the root issue cannot be determined since the subjective device were not returned.

Event description:
Reportedly, large front power on (ev) button seizing on all new smart ecgs shipped with stxt kits. Causes battery drain & inability to restart device, even with a new battery.